Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0bfu0, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that during an MRI the night before the patient felt tingling in their pelvic area; when the scan first started. They felt tingling stimulation through the leads and around the ins, so the MRI could not be completed. No further patient complications are anticipated or expected as a result of this event.